Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Brand name = pipeline flex with shield section 4: model # = ped2-425-18.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery, the device did not open distally. The physician attempted to resheath the device for opening, but was unsuccessful. A new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The pipeline flex with shield device was returned for analysis. As received the pipeline flex device was found to be within the mic rocatheter. To further examine the device was pushed out of the catheter lumen with some difficulty. The pipeline braid was found fully opened, severely frayed on the distal end and moderately frayed at the proximal end. No other anomalies were observed. In addition, the distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was found to be bent. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause of the reported event. It is possible that patient anatomy and the damaged braid may have contributed to the reported event issue. However, the cause for damage braid could not be determined. All products are 100% inspected for damage and irregularities during manufacture note: d. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-425-18. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient was treated for a blister aneurysm located in the cavernous segment of the left internal carotid artery. The neck size was 7 mm and the max diameter was 13 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.